Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that insulin pump had black mark on display. Customer¿s blood glucose was 11.8mmol/l. Customer stated black mark making hard to read the display and not to see the numbers. Insulin pump will not be returned for analysis.

Manufacturer narrative:
Device received with missing segments/partial display due to bleeding lcd glass. Device had cracked reservoir tube lip.